Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device would not power up. This is because the device was disabled from previous in-service date due to the customer instructing to have the device sent back to them unrepaired, flat rate was disapproved. Service proceeded from previous in-service date complaint that the lower menu display was not working properly and that the liquid crystal display was missing pixels. Analysis also found that the battery contacts were compressed. All affected parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator would not power up. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.